Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The user noticed that the loudspeaker has failed for audible cues and alarms. The device was replaced. (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available. Reference exemption # e2018002. (B)(4). The device was investigated by the service technician: the failure "no tone" could be confirmed. The reason for this was the loose connection cable therefore the service technician re-attached the connection cable. Therefore the failure was corrected. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).